Event description:
The customer reported an error code displayed at end of case. No pt was injured.

Manufacturer narrative:
The ge service rep found defective battery pack set. The rep replaced the batteries and tested system. System operating as intended.